Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0644 showed 16 other similar product complaint(s) from this lot number.

Event description:
It was reported that when attaching the transparent extension tubing following the insertion of the catheter, the latch was unable to be secured. It was stated this occurred with seven devices. This report addresses the fourth device.